Manufacturer narrative:
(B)(4). Dexcom¿s legal counsel was served with a legal action as a result of the patient¿s alleged injury. The reporter did not provide a description or information regarding the circumstances of the alleged event or details of the alleged injury other than what is alleged in the complaint. Dexcom has provided to FDA the information it currently has relating to this alleged adverse event. Dexcom¿s legal counsel has requested further information from the decedent¿s attorney.

Event description:
Decedent¿s attorney reported to dexcom that the patient¿s mobile application/display device allegedly failed to alert him to dangerous low glucose levels from the g6 system. It was alleged that the patient suffered serious injuries including but not limited to hypoglycemia. The patient was allegedly involved in a motor vehicle accident resulting in his death. Analysis of the cgm data logs indicates that the patient wore the sensor for one day. The sensor session started on (B)(6) 2020 at 2:53 am with an estimated glucose value (egv) of 258 mg/dl, which was above the high alert threshold of 200 mg/dl. The last recorded egv, which was below 40 mg/dl, was at 09:28 am. The device experienced sensor error from 09:33 am to 10:39 am and no device performance data was recorded in the data logs after this time. The patient¿s alert settings indicate that the high glucose alert was set to 200 mg/dl and vibrate only, the low glucose alert was set to 70 mg/dl and vibrate only, the always sound feature was disabled, and the repeat feature was disabled. The performance data logs show that the previous sensor session ended as expected after a full 10 days on (B)(6) 2020. The patient acknowledged an alert that the sensor would expire soon on (B)(6) 2023 at 10:30 am and the sensor session ended at 1:28 pm. The patient did not acknowledge that the sensor session ended until (B)(6) 2020 at 10:13 pm. The last alert acknowledgement was a ¿sensor shutoff¿ alert at 10:13 pm on (B)(6) 2020, after the previous sensor session ended. During the last sensor session on (B)(6) 2020, the patient¿s egvs were above the high alert threshold of 200 mg/dl from 02:53 am to 07:58 am. The patient¿s egvs dropped and by 08:48 am the egvs breached the low alert threshold with an egv of 64 mg/dl. The app delivered urgent low soon alerts at the user-set mobile device volume, 66 percent, and the urgent low alerts at increasing volume with egvs dropping to less than 40 mg/dl. The device began experiencing sensor error at 09:33 am and after the set 20-minute threshold, the app delivered sensor error alerts from 09:53 am to 10:39 am. No alerts were acknowledged by patient during this time. No data is present in the logs after 10:39 am. The allegation made by decedent¿s attorney that the patient¿s mobile application/display device allegedly failed to alert him to dangerously low glucose levels from the g6 system could not be confirmed and the probable cause was not determined. Dexcom¿s legal counsel requested additional information from decedent¿s attorney and no further information was provided.